Event description:
It was reported that during a laparoscopic roux-en-y gastric bypass surgery, the stapler did not eject staples. The staple line was then sutured. There was no reported pt consequence.